Event description:
The customer reported that the sys displayed filament regulator error message during a pt procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The filament regulator and generator circuit boards were replaced. The sys was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.